Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient has alleged to seeing black particles in the sink when cleaning the device. The patient did receive medical intervention and reported to have received radiation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.